Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analysis found an outer insulation breach (in-vivo)/depression. There was also a cosmetic (in-vivo) outer insulation depression and the proximal conductor had blood on it. Product: rvdr01 implantable pacing lead (B)(6) 2011; 5086mri implantable pacing lead (b)() 2011; 690r34 heart ring (B)(6) 2012. (B)(4).

Event description:
It was reported that the atrial lead had high thresholds and low sensing values. It was noted that the patient had a recent maze procedure. The lead was explanted and replaced. No patient complications have been reported as a result of this event.